Event description:
It was reported the lead was exhibiting intermittent, nonphysiological oversensing. In addition, there appeared to be some far-field r-wave oversensing, which caused inappropriate mode-switching and pacing. The impedance trend was reported to be stable at 1500 ohms. The device was reprogrammed and remains in use. It was also reported that the right atrium (ra) and right ventricular (rv) leads had most likely micro dislodged. Because of the patient's deteriorating condition the decision was to accept intermittent capture on the ra and accept noise on the rv. It was further reported that there was a known problem with the rv lead with high short interval counts (sics), together with impedance and r-wave fluctuations. Also the ra lead exhibited noise and an increase in threshold. The patient will be re-evaluated on a regular basis. The rv and ra leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.